Manufacturer narrative:
Plant investigation: the sample was not returned to the manufacturer and the lot number was not provided. A manufacturing review was performed on the products shipped to the patient for the three (3) month time frame which immediately preceded the event occurrence date. This review included the lot numbers for all fresenius liberty cycler sets shipped to this account within the selected time frame. The entire set of lots have been sold and distributed. There were no non-conformance or abnormalities identified during the manufacturing process which could be associated with the reported event. An investigation of the device history records (DHR) was conducted and confirmed that the results of the in-progress and final quality control (qc) testing met all requirements. The product lots involved met all specifications for release. A review of the DHR did not reveal a probable cause for the customer complaint. As a physical evaluation could not be performed, a definitive conclusion regarding the reported incident could not be reached and a cause could not be confirmed.

Event description:
It was reported that a peritoneal dialysis (pd) patient experienced a fluid leak from their cassette tubing because the lines were not clamped. The patient reported receiving an air detected in cassette alarm during dwell 1 of 3 of treatment. At that point in time, the technical support representative advised the patient to reset-up with new supplies and notify their peritoneal dialysis registered nurse (pdrn). Upon follow up, the patient confirmed there were no symptoms, injury, adverse event, or medical intervention as a result of the event. The patient was able to complete treatment on the cycler. The cassette is not available to be returned for the evaluation because it was discarded.